Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). The electronic lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 18 mm xience v stent was implanted at 16 atmospheres (atm). After stent deployment, a distal edge dissection was observed. A new xience v stent was implanted to treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.